Event description:
It was reported that during a laparoscopic roux en y procedure, the device fired properly and an air leak test was fine during the case, however, post op in recovery the patient vomited a significant amount of a blood clot, approximately two units. The surgeon performed an upper gi and it was determined that the internal portion of stomach had three vessels bleeding significantly. The bleeding areas were clipped off and all the staple lines were over sewed. Later that day, the patient vomited again another large blood clot, the amount is unknown. The patient was moved to the intensive care unit and will be tested for a platelet count to determine if patient has bleeding issues. It should be noted that during the procedure, there was trouble introducing the (orvil-competitor¿s circular) device into the esophagus. It is unknown if the patient received a blood transfusion. It is unknown it the device and reloads will be returned.

Manufacturer narrative:
(B) (4). Information is unavailable; device was not returned for evaluation. Additional information: during the case one blue cartridge misfired, the surgeon thinks he moved the firing trigger and the device locked out.